Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing an infection. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Due diligence attempts to obtain additional information were unsuccessful. Should additional information be received, a supplemental report will be submitted. The recipient was last reported to be healing as expected. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's infection has been resolved. This is the final report.

Manufacturer narrative:
The recipient is reportedly healing as expected, with no edema or erythema. The recipient will be assessed for reimplant surgery in six months. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.